Manufacturer narrative:
Further information regarding event, product, or patient details has been requested. No additional information is available at this time. The event is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported that a patient was injected with an unspecified juvederm in an unspecified location and has unspecified ¿vascular obstruction symptoms¿ and ¿big lumps that grew.¿ it was noted that the vascular obstruction symptoms were ¿remedied in hospital.¿ no antibiotics or steroids provided. One round of vitrase has been injected at this time. Event resolution of lumps is unknown at this time.